Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A customer reported a partial flap was created and then suction was lost during a refractive procedure. Additional information has been requested.

Manufacturer narrative:
The review of logfile shows at system startup, no error messages or parameter deviations can be seen from the log file which point to the problem described. The three system test for vacuum, energy and ablation were executed by the user without any problems. No treatment report was provided so a logfile review for the whole day was performed. Logfile review shows one treatment aborted after the warning message during canal making. The user restarted the treatment and performed the treatment successfully without any problem. All other treatments were performed successfully without any problem. The system was working within specification. No technical root cause is detectable. The root cause is user handling. (B)(4).